Event description:
A report was received stating the body of the ventilator abnormally heated up during use on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).